Event description:
A medtronic rep reported that during an ent case, the surgeon was unable to track pt reference frame or instruments. There was no impact to the patient.

Manufacturer narrative:
The device has not been returned to the MFR.